Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had air bubbles in the reservoir. Customer's blood glucose was 398 mg/dl at the time of the incident. Caller stated that the insulin pump was not rewound with a reservoir in place. Caller stated that she is using a pin. It was advised that the caller use a vial of insulin. Caller was unable to push the insulin back since she is using a pin. Caller stated that the insulin was not stored at room temperature. Caller was instructed to allow the insulin to reach room temperature before use. Caller was advised to change the infusion set.